Event description:
It was reported that the system received an error at the end of scan which prevented the scan from being viewable and caused the patient to be re-exposed. It was determined that an odbc database repair was needed. Once the odbc database repair was completed the system is working as intended.